Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the pump touch screen was "dim and difficult to see". There was no patient involvement, as the pump was being used for demonstration purposes only. The contact declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.